Manufacturer narrative:
Follow-up #1: date of submission 02/08/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: testing confirms issue in history but was not able to reproduce during investigation. Black box and alarm history review shows two alarms associated with a discharged replacement battery on the reported event date of 11/10/2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The unit passed ¿ez-prime¿ steps and exercised for 24hr, no alarms occurred during the duration test. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The reporter stated that the pump was emitting recurrent call service alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).